Event description:
It was stated that the customer was hospitalized for low blood glucose levels, with a reading of 52 mg/dl. Prior to this event, the screen had gone blank after changing the infusion set. The customer's wife may have given him too much insulin. Troubleshooting was performed, and the insulin pump was programmed correctly. Reviewed the prime history, and found that the wife had delivered a prime of 30.90 units while the customer was connected to the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.